Event description:
Caller reported a cgm error 42. There was no reported impact to the customer's blood glucose level. Caller did not have charger available and planned to call back when they had access to it for performing a reset with technical support.